Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a case of withheld defibrillator treatment for 9 minutes of ventricular tachycardia. Heart rhythm case reports 2021;7:9194. Doi.org/10.1016/j.hrcr.2020.11.011. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). The article reports a patient who experienced inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Medical treatment was given. The status/disposition of the device appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.